Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00100 on april 25, 2017. On 06/06/2017: additional information: siemens healthcare diagnostics has performed an internal investigation and confirmed a negative bias for advia centaur enhanced estradiol (ee2) on the advia centaur, advia centaur xp and advia centaur xpt systems when calibrating with calibrator 30 kit lots ending in 21 (c3021) as compared to calibrator 30 kit lots ending in 20 (c3020). Siemens' internal investigation has determined that samples with estradiol concentrations of approximately 35 pg/ml (128 pmol/l) and lower exhibit a % bias greater than the expected historical performance of the product when comparing c3021 to c3020. Results observed indicate that as estradiol concentrations increase, the % biases observed become less pronounced. Siemens issued ufsn cc 17-15.a.ous (june 2017) and umdr cc 17-15.a.us (june 2017) informing the customer of a negative bias for the advia centaur enhanced estradiol (ee2) on the advia centaur, advia centaur xp and advia centaur xpt systems when calibrating with calibrator 30 kit lots ending in 21 (c3021) as compared to calibrator 30 kit lots ending in 20 (c3020). This issue does not affect the advia centaur cp system. Instructions on actions to be taken are provided in the customer communication. No further investigation is required.

Manufacturer narrative:
The cause for the enhanced estradiol (ee2) discordant results with calibrator 30 lot 21 is unknown. The customer is currently using calibrator 30 lot 20 and all the quality control is within their established ranges. The patient samples are not available for further testing in-house. Siemens healthcare diagnostics is investigating. The enhanced estradiol IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False low advia centaur xp enhanced estradiol (ee2) results were obtained on samples from five patients when comparing calibrator 30 lots 21 and 20. The customer had used reagent lot 036. The customer observed a low bias with the quality control (qc) when using calibrator 30 lot 21. The customer has not run patient samples with calibrator 30 lot 21 because the quality control was low. The customer borrowed calibrator 30 lot 20 from a sister laboratory and recalibrated. The quality control was in range and patient samples were processed. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.